Event description:
Elevated blood glucose levels (600 mg/dl) [blood glucose increased]. Push button blocks and no insulin is released [device failure]. There were problems with the electronic display [device information output issue]. Clogged needle on the pen [needle issue]. Case description: this serious spontaneous case from germany was reported by a consumer as "elevated blood glucose levels (600 mg/dl)" beginning on (B)(6) 2018, "push button blocks and no insulin is released" beginning on (B)(6) 2018, "there were problems with the electronic display" with an unspecified onset date, "clogged needle on the pen" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date to (B)(6) 2018 due to "device therapy", novopen 5 (insulin delivery device) from unknown start date to (B)(6) 2018 due to "device therapy", novofine 8mm (30g) (needle) from unknown start date due to "device therapy". Patient's height: 178 cm, patient's weight: (B)(6) kg, patient's bmi: (B)(6). Medical history included type 1 diabetes mellitus since 1981. It was reported that the push button was blocked and the pen did not release several times. Insulin treatment via pen was impossible and no insulin was released. The patient reported that on (B)(6) 2018 he had elevated blood glucose levels (600 mg/dl) during use of novopen 5. A 100 units were administered using cartridge for relief. Of note, there were no changes in diet or physical exercise . The insulin was stored in use at room temperature 20 - 25 °c. The patient was a trained user. There was no recent change from another pen. The device was about two years old. The patient did not reuse the needles. The patient did not leave the needle attached to the pen in between injections. The patient was abstained from using the pen because there were problems with the electronic display. The patient used the dialling clicks to estimate the dose of the insulin. The patient attached the needle to the pen in a 180 degree angle. The cartridge holder did not detach from the pen body at any time during use. Action taken to novopen 5 was reported as product discontinued. Action taken to novofine 8mm (30g) (needle) was not reported. On (B)(6) 2018 the outcome for the event "elevated blood glucose levels (600 mg/dl)" was recovered. The outcome for the event "push button blocks and no insulin is released" was not reported. The outcome for the event "there were problems with the electronic display" was not reported. The outcome for the event "clogged needle on the pen" was not reported. Investigation result: name: novopen® 5, batch number: (B)(4)-1. A batch record review on 'cannot deliver' was found to be normal. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The product was found to be normal. The observed deliver problems are caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. Name: novopen® 5, batch number: (B)(4)-2. A batch record review on 'inaccurate dosage' was found to be normal. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The product was found to be normal. The observed deliver problems are caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device.

Event description:
Case description: investigation result: name: novopen® 5, batch number: fvgb548-1 a batch record review on 'cannot deliver' was found to be normal. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random pen. Fill cartridge. The results were found to comply with specifications. The product was found to be normal. The observed deliver problems are caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. Name: novopen® 5, batch number: fvgb496-2. A batch record review on 'inaccurate dosag' was found to be normal. The electronic register was checked. Several mitigation codes were present which indicate use of a blocked needle. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random penfill cartridge. The results were found to comply with specifications. The product was found to be normal. The observed deliver problems are caused by the use of a clogged needle on the pen. The memory data in the device reveal that the memory display has shown two lines (- -) after an attempted injection during use. After the injection to follow the display will function normally again, if the injection needle is changed to a new one. The fault is caused by incorrect handling during use of the device. Product: novofine® 8 mm 30 g, batch: unknown. No investigation possible since no batch provided. No sample available. Since last submission the case has been updated with the following: investigation result updated for novofine 8 mm 30 g. Manufacturer's comment updated. Manufacturer's comment: 27-apr-2018: the returned device novopen 5 (batch-fvgb548-1) was examined and a batch record review on 'cannot deliver' was found to be normal. The observed deliver problems are caused by the use of a clogged needle on the pen. The fault is caused by incorrect handling during use of the device. Hence the observed problem has occurred after the product left novo nordisk due to usage issue/error. Thus it is not possible to find similar incidents to the one reported in argus case (B)(4). The returned device novopen 5 (batch- fvgb496-2) was examined and a batch record review on 'inaccurate dosage' was found to be normal. The observed deliver problems are caused by the use of a clogged needle on the pen. The fault is caused by incorrect handling during use of the device. Hence the observed problem has occurred after the product left novo nordisk due to usage issue/error. Thus it is not possible to find similar incidents to the one reported in argus case (B)(4). As the device novofine 8 mm 30 g needle has not been returned to novo nordisk a/s for investigation and very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary. Product: novofine® 8 mm 30 g, batch: unknown. No investigation possible since no batch provided. No sample available.